Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. The device was analyzed under magnification and a pinhole was located in the mid-body of the balloon. No issues were noted with the tip section of the device and no kinks or damage was noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the popliteal artery. A 4.0 x 40, 135cm mustang¿ balloon catheter was advance for dilatation. However, upon the first inflation, the balloon ruptured at 14 atmospheres. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the popliteal artery. A 4.0 x 40, 135cm mustang balloon catheter was advance for dilatation. However, upon the first inflation, the balloon ruptured at 14 atmospheres. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.